Event description:
It was reported that the ventilator generated a technical error codes indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The claimed issue was reproduced during troubleshooting. Inspiratory channel printed circuit board was replaced to resolve the issue. After replacement of the part pressure transducer test failed pre-use check and this issue was resolved by replacing pressure transducer printed circuit board (pcb). The ventilator passed all functional and safety tests and was cleared for clinical use. Power error activates, when -12 v to inspiratory flowmeter too high, i.e. > -10.8 v. Inspiratory channel printed circuit board (pcb) is one of the main components of the inspiratory section which conveys the breathing gas from the gas inlets to the patient breathing system. Inspiratory channel pcb is an interconnecting board for turbine module, o2 gas module, o2 cell, o2 evacuation fan, inspiratory flowmeter and safety valve. The ambient air temperature and humidity sensor is located on inspiratory channel pcb. The gas temperature is used as input to volume calculations and for supervision of the temperature delivered to the patient. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Device's logs confirmed occurrence of claimed technical error and pre-use check failure on the days of repair and after last successful pre-use check. Claimed part was not available for further analysis, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to inspiratory channel printed circuit board and pressure transducer printed circuit board.